Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision was due to inadequate coverage of pain areas. The patient underwent a procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.